Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that implant (xifnt610) was removed due to persistent pain after implantation. Bone loss and inflammation was also reported. Tooth location 19.

Manufacturer narrative:
An osseotite® tapered certain® implant 6 x 10mm (item # xifnt610) was returned for investigation. Visual inspection of the as returned product identified no visible evidence of any significant wear, damage, or deformation. The product dimensions were measured with digital calipers and found to be within the specifications in the product's engineering drawing. Pre-existing conditions were noted on the per that could cause or contribute to the reported event and include the patient's smoking habit. The reported device was located on tooth # 19 and was used for approximately 7 days. DHR review was completed for the subject lot number (2019010074). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (op#0210) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (lot # 2019010074) for similar event and no other complaint was identified. January post market trending was reviewed and there were no actionable events or corrective actions for the reported event (pain and bone loss) or device (xifnt610). Therefore, based on the available information, device malfunction did not occur and the reported event was non-verifiable. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: device evaluated by manufacturer. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.